Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran mix tests, which failed. The cse replaced the sample 1 mixer and testing passed. The cse also replaced failed integrated multisensor technology peristaltic tubing. Quality controls were run, resulting within range. The cause of the operator reporting results flagged with abnormal assay was a user error. The cause of the discordant, falsely low glucose result was a sample 1 mixer failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose result, flagged by the instrument with an abnormal assay error, was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was released to the physician(s), but was corrected before the physician(s) reviewed the result. The sample was repeated on an alternate instrument, resulting higher. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.